Manufacturer narrative:
Of the 36 allegations of a malfunction, 24 pumps were returned to animas and investigated. Of the investigated pumps, 22 were found to be malfunctioning due to battery compartment cracks, and damaged battery caps. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(6) pilot program.

Event description:
This report summarizes 36 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with damage issue. These reports were received from various sources. The patients associated with this allegation ranges from 7-78 years of age and between 75 and 165 pounds. Of the reported patients, 20 were male, 16 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 5 instances of battery life with damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of battery life with damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program